Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose levels due to physical activity change. Blood glucose level at the time of the incident was lower than 50 mg/dl. Customer declined to troubleshoot. The insulin pump was not replaced or returned for analysis.